Event description:
The rptr stated the surgeon inserted and removed a micl 13.2mm implantable collamer lens on (B) (6) 2009. Lens was torn when inserted into the pt's eye. No wider incision or suture required. No pt injury. Backup lens was used.

Manufacturer narrative:
(B) (4). Method: lens work order search. Results : visual inspection of the returned product found piece of optic and one haptic is torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions - based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval. (B) (4).